Event description:
Additional information received reported the pipeline was not placed in a vessel bend when it failed to open; it was deployed in the straight m1 segment. The cause of the failure to open was unknown.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during flow-directed therapy for a left internal carotid artery c6 unruptured saccular aneurysm, severe vessel tortuosity was present and a pipeline embolization device was deployed. The tip of the pipeline device failed to open, and after adjusting its position and attempting to retrieve the device, it remained unopened. Upon removal from the body, the pipeline device still did not open. Dual antiplatelet treatment was administered, and angiography was conducted post-procedure, which showed aneurysm contrast agent retention. No patient complications have been reported as a result of this event. The aneurysm max diameter was 3mm, and the neck diameter was 2mm. The landing zone was 4.2mm distal and 4.8mm proximal. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis ¿ as found condition: the braid was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal end of the braid was not opened and frayed. The proximal end of the braid was found opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed, as the distal end of the braid was not opened and frayed. The cause of failure to open could not be determined. Possible causes include severe vessel tortuosity, damaged braid, or deployment of the braid in a vessel bend. However, the customer reported that the braid was not positioned in a vessel bend, which rules it out as a potential cause. In this event, the severe vessel tortuosity and damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.